Event description:
It was reported during a lead revision procedure, the physician was unable to insert the lead into the port on the ipg. The issue was resolved by replacing the ipg with a new one.

Manufacturer narrative:
Results: the complaint was confirmed. It was not possible to fully insert a lead in the lower canal because a broken electrode was inside the connector block. After removal of the broken electrode, it was found that the terminal end of the lead could be fully inserted in the lower connector block. As per the event detail, patient was being revised for lead migration, broken electrode in the lower connector block is consistent with the damage caused while the set screw was engaged. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.